Manufacturer narrative:
The product was discarded by the patient. A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor's office reported a patient visited the office with an eye infection. It was later confirmed with the doctor that the patient was diagnosed with a central corneal ulcer in the left eye. The doctor presumed the ulcer was infectious but no cultures were performed. Patient was treated with besivance for 7 days and recovered with no permanent decrease in visual acuity. The doctor noted the patient's left eye has scarring. The doctor does not know if the lens is the cause of the event.